Event description:
A plate implanted for a tibia/fibula fracture sustained in an accident on a 4-wheeler, broke post-operative. Plate was implanted on 2003, was noted as broken in 7 months and was removed on an unknown date.